Event description:
I was implanted with essure on (B)(6) 2013. I had an hsg test done 3 months later to confirm 100% blockage. Since (B)(6) 2013 I have experienced extreme stabbing pains in my left fallopian tube, terrible mood swings, extreme anxiety and depression in which I needed to seek counseling and a prescription of xanax. I also have experienced on a daily basis bladder issues. I have problems going to the bathroom, problems emptying my bladder, leakage, and pain while urinating. I am constantly tired. I am constantly battling headaches and sinus infections. My body is sore like it's fighting off an illness every single day. My menstrual cramps are extremely painful as well. These symptoms are affecting my life as a mother and wife. I regret ever getting this product implanted in my body. (B)(4). Mw5035513 update on (B)(6) 2014: as of (B)(6) 2014, after seeking a new ob-gyn I was sent for an ultrasound and mammogram of my left breast and my lymph nodes are inflamed. My body is fighting off the foreign body of essure. I have to have a hysterectomy in (B)(6) 2014 to remove them. At the age of (B)(6) I should not have to go through this.